Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had exposed wires. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and the reported event could not be replicated. There was no physical damage on wires or cables. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional finding not reported by site: the instrument was found to have a severely bent grip, causing misalignment of the grip-tips.